Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that when a patient with dyspnea was in the ICU for unrelated reasons, patient had an episode of ventricular fibrillation. Chest compressions were immediately administered and ultimately delivered external defibrillation. Review of the episode egm revealed oversensing. High voltage therapy was delivered and undersensing was observed resulting in an inappropriate return to sinus. The patient had high potassium and was acidotic. Due to unrelated health concerns, treatment was discontinued at family request.